Event description:
Additional information stated the patient "could not charge." It was reported that the patient underwent surgery to flip his device. It was further noted the "patient was fine."

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced poor coupling ever since implant. An x-ray confirmed that the ins was flipped. It was noted that the ins may have flipped shortly after implant. Additional information has been requested, but was not available as of the date of this report.